Event description:
A male patient contacted lifecor customer support to report that his device displayed "disabled call 911". He had received this message before 2007, and had gone to the hospital. At this time lifecor support had replaced the electrode belt because there was an asystole event for over 500 seconds that was nothing but static. The patient stated that on the evening of 2007, when the device gave him the "disabled call 911" message he did not call 911. Instead he pulled the battery and put it back in, which made the device work properly again. Then on the morning of the next day, the device displayed "disabled call 911" again. Support replaced the electrode belt and the monitor.

Manufacturer narrative:
Monitor. Electrode belt- 2006. Device eval summary: device evaluations of monitor and electrode belt have been completed. The reported problem could not be confirmed. Both the monitor and the electrode belt were found to be functionally normal. Since this happened twice to the same patient, lifecor service felt that it may be a problem with the patient's monitor. The monitor was made a demonstration unit. The electrode belt was retested and then restocked. No adverse event resulted from `disabled call 911' message. The patient received a replacement monitor and electrode belt.